Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The upper dynamic jaw is broken off near the base of the shaft. Optical examination discovered a quasi-brittle fracture, with the fracture morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.

Event description:
It was reported that the tip of instrument broke off during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.